Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient fell around (B)(6) and a replacement procedure was completed. There were no further complications or anticipations reported with this event. It was noted that the issue was resolved at the time of this issue.

Manufacturer narrative:
Correction: other should not have been checked. Intervention req. Now applies to the event and was checked as result. If information is provided in the future, a supplemental report will be issued.